Event description:
Medtronic received information that 1 year and 2 months following the implant of this transcatheter bioprosthetic valve, delayed left coronary stenosis and chest pain on exertion was reported. It was reported that the valve frame may have been in contact with the left main trunk origin. Coronary artery bypass graft (CABG) was performed and the symptoms resolved. It was reported that there was strong non-coronary cusp (ncc) calcification and the valve was extended in the l-r direction when it was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.